Manufacturer narrative:
This device is similar to other devices that are approved and marketed in the us.

Event description:
The device was deployed into the fistula and as the physician advanced the proximal end of the delivery wire into the detachment system it became kinked. The physician attempted to straighten the proximal end of the delivery wire and it broke. The physician stated that he had a hold of the delivery wire too far from the proximal end and had insufficient control over the length of the delivery wire resulting in the kink. The coil was removed from the patient and there was no clinical consequence.

Event description:
The device was deployed into the fistula and as the physician advanced the proximal end of the delivery wire into the detachment system it became kinked. The physician attempted to straighten the proximal end of the delivery wire and it broke. The physician stated that he had a hold of the delivery wire too far from the proximal end and had insufficient control over the length of the delivery wire resulting in the kink. The coil was removed from the patient, and there was no clinical consequence.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted the pusher wire was kinked and bent. The pusher wire was found to be broken as the silver epoxy ball was missing from the proximal end of the pusher wire. No other anomalies were noted. Based on the investigation and information provided, it was concluded that the pusher wire most probably broke as the physician was holding the delivery wire too far from the proximal end, and therefore the most likely cause was operational context.